Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The physician has reported that the patient had phaco vitrectomy pucker surgery, on the following post-operative days the onset of endophthalmitis was considered. Clinical findings included conjunctival inflammation, aqueous cells, aqueous fibrin and vitreous floaters. On post-operative day four, the patient underwent an intravitreal injection of antibiotics, epiretinal membrane peeling, and removal of fibrin membrane from the anterior chamber. The intervention was effective in resolving the infection; however, the patient¿s visual acuity remained decreased. On the same day, ocular cultures were obtained, which yielded no significant findings. The surgical wound maintained its integrity, and the patient was noted to be pseudophakic. Post-operative management included the use of a non-steroidal anti-inflammatory drug (nsaid) and a topical corticosteroid. The patient recovered from the infection, though persistent decreased vision was observed. This complaint is pertaining the third of six reports received from the same facility.

Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.